Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01190. It was reported on (B)(6) 2017 the patient visited the ER on (B)(6) 2017 for a possible infection. The patient was prescribed five days of antibiotics and the patient reported the infection resolved. The patient underwent surgical intervention on (B)(6) 2017 where the scs system was explanted.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01190. Follow up information identified the culture results were positive for (B)(6). The infection has resolved.